Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed, and insulin delivery was resumed successfully.